Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed by reviewing the egms stored in the device image. However, the therapies were found to have been delivered due to device¿s programmed settings. The device behaved according to its programmed settings.

Event description:
Related manufacturer reference number: 2017865-2021-31096, related manufacturer reference number: 2017865-2021-31098. It was reported a patient's implantable cardioverter-defibrillator (ICD) presented with inappropriate shocks due to incorrect interpretation of signal. The atrial lead had no pacing, no capture, and no sensed p-waves. A chest x-ray showed that the atrial lead had dislodged. The patient also had phrenic stimulation due to the left ventricular lead. In a procedure on (B)(6) 2021, the ICD and atrial lead were both explanted and replaced, while the left ventricular lead was capped within the same operation. Post-procedure the patient was stable.